Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing up twice on the server. A technical support specialist (tss) dialed into the server, logged into pes, and searched for the patient. Only a single profile of the patient was visible. An email was sent to the customer to verify on her end. The customer later confirmed that the patient had been discharged, so this was no longer an issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient showed up twice on the server. Some orders were on one profile, and some were on another. The patient was currently taking medications using both profiles. However, there were no delays or adverse events or injuries reported based on this even